Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the bilateral leads migrated. Surgical intervention was undertaken wherein one lead was confirmed fractured. The bilateral leads were explanted and replaced to resolve the issue.